Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 55 ml of trabectedin and 65 ml of sodium chloride. The reporter stated that when the patient disconnected, there was still solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.